Event description:
It was reported by service report that the bed had a broken part. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: add'l info is expected for this event, and upon receiving it, a f/u will be issued to reflect which part was broken.